Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during a device change out procedure, the physician had difficulty removing the atrial lead from the pulse generator header. The lead was capped and replaced. The patient was stable post procedure.